Event description:
Revision surgery of l2-s1 easyspine pedicle screw system due to breakage of three screws in the construct. Pt was revised to remove and replace broken easyspine pedicle screws. Investigation of three returned pedicle screws concluded that the breakage was not due to a metallurgical issue; but a mechanical one caused by a sudden stress initiating radial lines (cracks) in the pedicle screws. Fatigue caused further spreading of the propagation lines until the implants broke. The parts used are considered off-label use for the lumbar spine. The parts were 05 and this dimension is contraindicated for lumbar use. The designation of the screw below 05 is "thoracic screw".

Manufacturer narrative:
Add'l catalog #s: es153t, es154. Add'l lot #s: 24356, 24501.